Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: (B)(4). Results: the jetd was kinked approximately 8.0, 73.0, 103.0, 119.0 cm from the hub. The jetd was ovalized approximately 18.0 thru 26.0 cm from the hub. During functional testing, a demonstration 3maxc was attempted to be advance through the returned jetd; however, resistance was encountered and the 3maxc could not be advanced any further. Conclusions: evaluation of the returned jetd confirmed that the catheter was ovalized. If the jetd is forcefully retracted through a closed or partially closed rotating hemostasis valve (rhv), damages such as ovalization may occur. Further evaluation of the returned jetd revealed kinks along the catheter shaft. These kinks were likely incidental to the reported complaint. The 3maxc identified in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar and left vertebral arteries using a penumbra system jetd reperfusion catheter (jetd) from a penumbra system jetd kit. During the procedure, the physician successfully aspirated a part of the thrombus using the jetd and penumbra system 3max reperfusion catheter (3maxc). Upon removal of the jetd for flushing, the physician noticed that the proximal end was ovalized. The jetd was therefore removed and was no longer used in the procedure. The procedure was completed using another catheter and the same 3maxc. There was no report of an adverse effect to the patient.